Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, out of range high pacing lead impedance, high capture threshold and loss of sensing was noted in bipolar configuration. The lead was reprogrammed to unipolar configuration and it was noted that high capture threshold, loss of sensing and out of range high pacing impedance issues persisted. The physician suspected that these issues might be caused due to lead fracture in the vicinity of suture sleeve. Lead fracture was confirmed via chest x-ray. The lead was explanted and replaced. No patient consequences were reported.

Manufacturer narrative:
Additional information - the reported events of suspected lead fracture, lead damage, high pacing lead impedance and high capture threshold and loss of sensing were confirmed. A partial lead with stylet inserted measuring 20.2cm was returned in one piece for analysis. Visual examination revealed external insulation abrasion was found at 9.5cm to 9.7cm from the connector pin breaching the outer insulation and exposing the outer coil, consistent with friction to the device can. Visual inspection and x-ray examinations found all filars of the inner coil were fractured noted at 10.6cm proximal to the suture sleeve tie impression consistent with damage due to bending. The cause of the reported events is isolated to the fractured inner coil.